Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced dirty cuvettes, and the wash station tubing on unit 2. The fse cleaned and lubricated the reaction carousel. The fse executed a quality control assessment that yielded acceptable results. Upon the completion of the necessary and verified repairs, the instrument was returned into operation. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 an erroneous high lactate dehydrogenase (ldh) result was generated from an olympus au5400 clinical chemistry analyzer for a single patient. The initial lhd result was accompanied by instrument error f & p flags (results higher that dynamic range and out of panic value range respectively). The reaction monitor for this result show higher than expected optical density readings at the first read point. Upon repeat testing, the repeat ldh results were lower. Actual patient result data for the repeat results was not provided by the customer. The initial, erroneous lhd result was not reported outside the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was tested the same day it was drawn and was centrifuged prior to testing. The sample appeared normal in appearance. No patient specific information or system information was provided by the customer.